Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample and lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. In addition, review of the discrepancy management system database was unable to be performed because the lot number was reported as unkown. While we are unable to confirm the specific nature of the reported incident, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. It should be noted that the event description does state the product was used for an MRI and in conjunction with a pressure injector. Per our IFU, it states that, "precaution: not intended for use with power injectors."

Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved was not saved for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during use of the ultrasite extension set with a pressure injector, the set burst causing blood to be sprayed into both eyes of the end user.